Manufacturer narrative:
One video was returned for analysis. From review of the video, it was observed that the plastic port assembly was loose. Relevant documents and manufacturing process were reviewed and deemed adequate. The ultrasonic weld operation, visual inspection process, set-up of ultrasonic welder, and training records were reviewed; no discrepancies were found. Based on the evidence, the complaint was confirmed. The root cause was found to be from manufacturing as the lack of knowledge of the operation of the welding machine and lack of process controls in the ultrasonic machine.

Event description:
Information was received indicating that a patient receiving chemotherapy through a smiths medical deltec® proport ports implantable access system was noted to have infiltration and leakage into their tissue. Subsequently, the port was explanted and discarded with no further adverse effects.